Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter was selected for use. At the conclusion of a pulsed field ablation (pfa) procedure performed with a non pfa system for the pulmonary veins and the non boston scientific generator for the cavotricuspid isthmus (cti) line the patient developed st elevation in the anterior leads. An interventionalist performed coronary angiography, which revealed a left anterior descending (lad) artery spasm. The spasm resolved on its own without intervention, and the patients st segments returned to normal. The patient was then transferred to the critical care unit for observation.

Event description:
It was reported that a farawave catheter was selected for use. At the conclusion of a pulsed field ablation (pfa) procedure performed with a non pfa system for the pulmonary veins and the non boston scientific generator for the cavotricuspid isthmus (cti) line the patient developed st elevation in the anterior leads. An interventionalist performed coronary angiography, which revealed a left anterior descending (lad) artery spasm. The spasm resolved on its own without intervention, and the patients st segments returned to normal. The patient was then transferred to the critical care unit for observation.

Manufacturer narrative:
Correction to the initial MDR in block h6. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.